Event description:
A doctor alleged that two (2) patients had experienced issues involving the adhesion of their crowns approximately one (1) month after placement with maxcem elite clear. This is the first of two (2) reports.

Manufacturer narrative:
Patient specifics with regard to age and weight were not provided by the doctor. The doctor alleged that a patient had experienced the loss of a crown from tooth #31 approximately one (1) month after placement and reported having swallowed it. A new crown was made for the patient, without further incident. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.